Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip near the battery compartment, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had several scratches around and on the display window and several cracks near the battery compartment. The customer also reported that the display window was worn out. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.